Manufacturer narrative:
During treatment of a 5x6mm left internal carotid artery (lica) aneurysm, when positioning the first coil, an orbit rdfa complex fill (638cf0515/15753154) it was found that part of the coil had stretched (2cm to the tip) and the coil could not access to the target lesion. The stretched part was broken and floated in the vessel when attempting to remove it. Although a capture device was used immediately, it still failed to withdraw the coil. The event required positioning of an enterprise stent to facilitate getting the broken piece closed to the wall of the vessel. It was indicated that the embolization might be aggravated as a result of the event; however, no additional information regarding/clarifying this statement is available. Additionally no further procedural information regarding the advancement or positioning of the coil or the concomitant microcatheter is available. The procedure was completed with a same like product. The same microcatheter was used to fill orbit 5x10, 4x7, 3.5x9, 2.5x4.5, 2x2 subsequently. Currently the patient doesn¿t have any complications. The device is not available for analysis. Without the return of the device and based on the lack of procedural information pertaining to the event, no conclusion can be made regarding possible contributing factors or root cause of the event. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15753154 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: capture device (details unknown); enterprise stent (details unknown); microcatheter (details unknown); 5 orbits (details unknown).

Event description:
When the surgeon positioned the 1st coil ¿ orbit rdfl complex fill coil (638cf0515/15753154), he found that part of the coil had stretched (2cm to the tip) and the coil could not access to target lesion. The stretched part was broken and floated in the vessel when he prepared to remove it. Although a capture device was used immediately, it still failed to withdraw it. The surgeon had to position an enterprise stent to facilitate the broken piece closed to the wall of the vessel. The embolization might be aggravated as a result of the event. The procedure was completed with a same like product. The surgeon used the same microcatheter to fill orbit 5*10 4*7 3.5*9 2.5*4.5 2*2 subsequently. Now the patient doesn¿t have any complications. The patient had the l- ica ophthalmic artery aneurysm. The aneurysm size is 5*6mm. The surgeon did aneurysm embolization on (B)(6) 2013.